Event description:
The manufacturer received information alleging a ventilator's display showed black lines accross it. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by the manufacturer's service center and the customer's complaint could not be duplicated. During the evaluation the ventilator was found to not power on. The device's system board was replaced to address this issue.